Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that there was "change to device" every day and the cause of the device not working was not determined. The patient did note however that reprogramming of the device did resolve the therapy not working, but only sometimes. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's therapy was not working. Patient stated that they were peeing everywhere. Patient stated that they saw two manufacturer's representatives (rep) the day prior to the report who reprogrammed the patient's device, further mentioning that they were supposed to put the device on program 7 but patient saw on their programmer it was still program 1. It was reviewed that the patient program (pp) only holds up to 4 programs and it was possible that the device was reconfigured so the current program 1 was different from the previous program 1. Patient mentioned that they were upset because the rep was supposed to reprogram the device. Patient also reported that their device was absolutely not working. Patient said they knew program 1 did not work. Patient said they had been on the current program for 2 days. Patient said they increased stimulation to a point where they could feel it. It was reviewed that patient should keep stimulation at a comfortable level. Patient said they were not instructed on when to change programs. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. Patient was advised to review any directions previously provided by the health care professional (hcp) and it was reviewed that it takes time for the body to respond to therapy. Patient was redirected to hcp if problem did not resolve. Help was offered to the patient to use the pp to check was on and to explain how to change stimulation level and programs, but the patient was hysterical and requested to speak with the rep. Patient was redirected to the hcp, patient said they already contacted their hcp and they were waiting for a call back and try to get hold of the rep. No further patient complications were reported/ anticipated as a result of this event.